Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (sn: (B)(6) sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn:unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p4b0909) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p4a1020) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that was running 29.6 software. The handle had 252 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The unit was able to perform the clamp test without issue.- the handle was able to be fired without issue. An analysis of the data saved to the system showed no indication of any handle errors or issues that would have caused the handle to be considered faulty. It was reported that the device was unable to perform clamp test. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: partial firing. An analysis of the data saved to the system showed that in the last clinical firing, a partial firing occurred. The product analysis n oted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: 1. Release the down/fire button, and any other button or toggle that may be pressed; 2. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing; 3. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing; 4. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload; if unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic colon resection, the first reload was used without issues. During the cycle test when setting up the second reload, the nurse was unable to close the jaws of the reload. The issue happened on two handles and two reloads. The reloads were not fired nor used. Another device from another manufacturer was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found an analysis of the data saved to the system showed that in the last clinical firing, a partial firing occurred.